Event description:
(B)(4). Night sweats, pelvic pain, constant headaches, depression, aggressive behaviour, metal taste in mouth, aching legs, delayed periods, hair falling out, stabbing pain, all over body aches and pain, bloating and weight gain, constant indigestion, food allergies, constant fatigue, bowel irritability, dizziness, brain fog, mood swings, numbness in feet, gluten allergy.